Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers failed to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed and customers didn't which drawers were failing. A field service engineer (fse) diagnosed that auxiliary full-height enhanced drawer 5 was failing per rss 10,000 code. The drawer would not pop open, so all cables were reseated and the rail screws adjusted, which resolved the issue. While working on drawer 5, it was discovered that drawer 4 also would not pop open. Inspection revealed liquid had spilled onto the drawer a row board. The row board was replaced, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.